Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic ultrasound (eus) with fine needle biopsy (fnb) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic ultrasound (eus) with fine needle biopsy (fnb) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation results a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.